Event description:
New information received notes that episodes of non-sustained rv oversensing were observed. Review of the episodes revealed post-paced t-wave oversensing occurring only after there was potential loss of capture on the lv lead. Further evaluation was recommended to confirm the loss of capture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed. Programming changes were made.